Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose was 379 mg/dl. Customer also stated that they having the different blood glucose values according to the different timing as 447 mg/dl, 435 mg/dl, 490 mg/dl, 561 mg/dl, 405 mg/dl. Customer stated that blood glucose was 271 mg/dl and then customer had given 5 units after that the blood glucose was 278 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not returned for analysis.